Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was a no disposable pump won't run alarm. Reservoir volume 3.1 ml, rate 2.0 ml/hour given 88.90 ml. Bubbles observed. It was reported that the pump was alarming no disposable pump won't run. Tubing was clamped and the cassette was opened. Tubing massaged to disperse air bubbles and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump restarted. The pump was then running correctly. It was reported again that the pump was alarming no disposable clamp the tubing. No additional troubleshooting was done at this time. The pump was turned off. It was reported for the third time in one day that the pump was alarming and the screen read no disposable pump won't run. Currently the pump is off. The reservoir volume is 3.1 ml. There are a few air bubbles in the tubing. Closed a clamp on the tubing and removed the cassette. Bubbles observed in the tubing that extends across the top of the cassette. The tubing was massaged, cassette tapped lightly on a firm surface and green tab depressed. The cassette was reattached and the pump started. The screen reads no disposable pump won't run. The patient was not affected.